Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that revision knee arthroplasty surgery is scheduled due to possible loosening.

Manufacturer narrative:
As the product is remained implanted. No devices were received; therefore the condition of the components is unknown and hence technical evaluation of the device cannot be done. This device is used for treatment. A complaint history search cannot be performed as product information is not present. Moreover the sales rep is not able to obtain further information regarding patient at this time. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.